Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation, the cartridge reload is being retained at the hospital. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information has been requested.